Manufacturer narrative:
Per the clinic, it was reported the device "never worked". This report filed may 9, 2016.

Manufacturer narrative:
This report filed may 31, 2016.

Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6), 2015 for reasons not reported. During the same surgery the patient was re-implanted with a new device. Additional information has been requested but has not been made available as of the date of this report, october 5, 2015. The device has not been made available for analysis as of the date of this report.